Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 37 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the issue with their blood glucose levels was resolved. The customer mentioned that they were still learning how to use the insulin pump and had irritation at the site of the sensor. The customer had changed the sensor and found that the sensor they were using had a bent cannula. The customer was sent replacement sets.